Event description:
Sales rep reported that an optometrist (od) told him about a pt with a central corneal ulcer left eye. After several attempts to contact, the od reported a pt who presented with a small, central corneal ulcer. Visual acuity was reduced in that eye to 20/200, "primarily due to edema." The pt was treated with vigamox and referred to an ophthalmologist, corneal specialist. As of today, no follow up or outcome information is available. No product was rec'd and no lot info was available. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed.